Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for a 6 second heart rate flat line. This event was discovered within the full disclosure data. The log files were sent in to nihon kohden and reviewed. Per the nihon kohden investigation, when analyzing the ECG waveform, it was discovered that "continuous time judging asystole" was likely reset so it did not detect asystole by(B)(4) baseline noise in the reported 9:36:35.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for a 6 second heart rate flat line. This event was discovered in the full disclosure data.